Manufacturer narrative:
Follow-up #1: date of submission 07/27/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/07/2016 with the following findings: on examination, the pump was returned with moisture visible through display lens. On investigation, the pump is unable to power on. A leak test failed due to a display lens leak. The pump was opened for investigation with moisture observed throughout pump case. Unable to download pump data or verify all steps of investigation due to moisture ingress. Investigation duplicated the complaint.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue; intermittent power with moisture behind the display. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.